Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. It was reported that during a pulse generator procedure, the chronic right atrial (ra) lead exhibited high capture threshold. This was a known anomaly. No changes were made to the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).